Manufacturer narrative:
The device has not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. As a preventive measure, the owner¿s manual for the diego elite drill system with handpiece mdhp200 contains warnings and cautions to avoid mis-positioning and overheating: ¿avoid unnecessary and prolonged activation. This may result in excessive heating to the instrument, which could damage adjacent structures if brought into contact inadvertently or could damage the instrument tip and or the suction irrigation instrument.¿ ¿do not advance or extend the device abruptly.¿ and ¿all burrs must be used with irrigation. Lack of irrigation could cause excessive heating of the shaft and damage to the burr.¿ to mitigate against device deterioration, the owner¿s manual specifies an expected lifespan of 125 uses or reprocessing cycles for the attachment device. The owner¿s manual also requires an annual safety check of the drill system by olympus authorized personnel. And in general before each procedure, the owner¿s manual requires inspection of drill system components for damage or missing elements.

Event description:
1 of 2. Olympus was informed that during a mastoidectomy case, the handpiece attachment device became hot to touch and difficult to work with, along with the separate model mdhp200 handpiece to which it was attached. It was also reported that this attachment / handpiece combination was potentially involved in a customer-provided burr, also attached to the drill system, moving and chattering out of the intended drilling position during the same case. There was no reported patient injury.

Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection was performed on the returned device. The cause of the reported complaint for the overheating of device was confirmed. It was confirmed that the hand piece continued to meet the requirements necessary for the product release and the angled attachments failed to meet performance requirements. Based on our testing, most hand pieces and angled attachments will surpass the 48 c heat threshold within the duty cycle. Drill maintains its temperature below 48 degree c when the device runs through ten (10) cycles where the device is run for 1 minute on and 2 minutes off as a representative cycle. Since every diego elite drill and attachment is independently tested to confirm the heat criteria is met before release, we know that the cause for the high heat observed upon testing the returned product occurred during field use. The mdhp200 remains a good unit, and would have performed to specification had in not been paired with an angled attachment with bearing wear. Based on the DHR review, the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.